Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The monitoring interface assembly was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that during a case the unit required a restart to continue mechanical ventilation. The patient was manually ventilated to complete the case. There is no report of patient injury.